Event description:
It was reported that the power cord had a broken ground prong. It was also reported that the motion interrupt pan was damaged.

Manufacturer narrative:
Result - motion interrupt pan.